Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014, due to pain and elevated metal ion levels. Revision operative report noted the presence of clear fluid, synovitis, stained capsule, necrotic debris, stained synovium, metallosis, and trunnion wear. The modular head and taper adapter were removed and replaced. The cup remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "wear and/or deformation of articulating surfaces. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03844 / -03845 /-06241).